Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact on the customers blood glucose level. The customer found the blockage in the cartridge. The customer declined follow-up with tandem technical support, therefore no additional information was obtained.